Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the seat is cracked and was calling to see what the material type was so she could fill in the crack herself.